Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2021 with blood glucose level was 400 mg/dl. Customer was experienced symptoms such as headache, throwing up. Customer was treated with manual injection. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Insulin pump had insulin flow blocked alarm and event was resolved by complete set change. Customer was using auto mode. Troubleshooting was performed for high blood glucose level. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Retainer ring = black. On (B)(6) 2021 the customer alleged was hospitalized for high bgs and insulin flow blocked alarm. The test p-cap locks properly in place in the reservoir compartment noted. Device received with pillowing keypad overlay during the visual inspection. Thus and carelink software was utilized and downloaded trace/history files properly. In further full review in the device history found no insulin flow blocked alarms on the event date of (B)(6) 2021 in the device history. However, found one insulin flow blocked alarm on (B)(6) 2021 at 08:23:46 during bolus delivery. Device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No unexpected insulin flow blocked alarm during testing. Pump was cut open to perform visual inspection and found no moisture or component damage on the electronics, force sensor and motor assembly noted. The force sensor offset measured (23.1 mv). The motor was tested outside of the device on the ngp stb3 and passed. In summary, insulin pump passed all required testing. Unable to verify customer alleged for high bgs. The force sensor is within specification and the motor functioning properly. Customer alleged for insulin flow blocked alarm was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.